Event description:
This rv lead was implanted on (B)(6) 1992. A call to technical services on 8/9/11 states that rep just became aware of rv lead showing some increase in thresholds. The patient's chart shows that last check shows 6 months ago 1300 ohms and threshold was 1.2@0.4ms which apparently is up from before and they have noted this and have been watching. Today testing shows threshold is 1.7v@0.5ms and 1390 ohms, 22% a pace 87% vpace, outputs were set to 2.2v@0.5ms. Sensing >12mv and stable. No patient symptoms and no evidence of noise, no evidence of loc, just increase in threshold and little increase. Patient checked today at (B)(6) clinic for routine follow up and dr. (B)(6) will continue to follow. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).